Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a problem with the cable bp transducer adapter.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a problem with the cable bp transducer adapter. There was no patient involvement.

Manufacturer narrative:
Additional contact details: event site email: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the cable,bp transducer adapter, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.